Manufacturer narrative:
A sample is expected to be returned to the manufacturer for evaluation but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that blue particles were seen in the anterior chambers of two patients. The particles were aspirated out the same day. It was reported that there was no harm or injury to any patients. No patient identifiers will be provided to the manufacturer.